Event description:
The caller reported that their pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy until the issue was resolved. A replacement pump with updated software was shipped to the customer with instructions on the process for returning the defective pump. Additionally, instructions for the setup and training on the new pump were provided through tandem source. The customer acknowledged and understood the guidance provided during the resolution process.